Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittently the pump basal iq feature was not suspending insulin when bg was below 67-70 mg/dl. Customer consumed juice to address low bg. Customer suspended insulin manually and tandem technical support confirmed the manual suspension during data review. Customer resumed pump therapy.